Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged insulin flow block alarm, under delivery, and high bg found on (B)(6) 2021. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and data .0868 inches. No unexpected alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. No unexpected alarms/suspends related to an under delivery anomaly. The history/trace downloads were successful using thus and carelink. Verified the pump alarmed no delivery during bolus in pump history on (B)(6) 2021 at start time 23:44:00.000. The daily total of bolus delivered on (B)(6) 2021 was 101 u. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, and partially detached retainer. Pump passes function testing. Unable to verify customer alleged for high bg or possible under delivery anomaly. No unexpected insulin flow blocked alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose level of 400 mg/dl. Customer stated that there was no air bubbles and leak. Customer was alleging insulin pump for under delivering because blood glucose was not going down after giving bolus. No harm requiring medical intervention was reported. Customer will discontinue use of the device.